Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the screen and the numbers are acting up. The blood glucose reading is 176 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. No damage was noted on the keypad assembly. No unlocked keypad connector was noted during the visual inspection. No unexpected screen skipping or number anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.